Manufacturer narrative:
Phone: (B)(6). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect hbsag qualitative ii results generated on an architect i2000sr analyzer for a male patient (sid 12052110). The following results were provided: hbsagq2 initial result = 6.24 s/co; repeat result = 6.92 s/co, 9.61 s/co, and 6.33 s/co (reactive). Anti hbc ii initial result = 10.96 s/co; repeat result = 10.81 s/co, 10.4 s/co, and 10.73 s/co (reactive). Anti hbs initial result = 94.06 miu/ml (reactive). Anti hcv initial result = nonreactive. Hbcab-igm initial result = nonreactive. Hbsagq2% neutralization: 94.7935. Hbsagq2 c1 initial result = 0.29 s/co. Hbsagq2 c2 initial result = 1.52 s/co. Testing at the limbach laboratory generated hbsag and anti hbs negative results. There was no impact to patient management reported.

Manufacturer narrative:
Corrected information in section h6. The medical device problem code in the initial submission was incorrectly selected as a090804 false positive result. The correct medical device problem code is a090809 high test results.

Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and inhouse testing of a retained architect anti-hbs reagent lot 27599fn00 kit. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and supports the complaint issue. The lot search review did not identify an increase in complaint activity for the issue of false positive patient results. The ticket trending review for the likely cause list number did not identify any trends for the likely cause lot and complaint issue. A review of the labeling addresses the customer¿s issue. Performance testing using an in-house retained kit of the complaint lot was completed. Testing met acceptance criteria indicating the lot is performing acceptably. Device history review did not identify any nonconformances or deviations associated with the likely cause lot number and complaint issue. No systemic issue or deficiency with the architect anti-hbs reagent lot 27599fn00 was identified.